Event description:
It was reported PICC rupture in ER over the weekend. The PICC was not saved for us. PICC inserted (B)(6) 2024. Patient discharged home (B)(6) 2024. Went to ER due to leaking at insertion site. Removed (B)(6) 2024. Appears to have a piv placed. A new PICC is being reinserted today. No injury or harm was noted. Additional information 09/04/2024: 4fr single lumen configuration was used in the placement, total length of the catheter was 46cm when placed, it was not assessed with the removal. PICC was inserted to the basilic vein, exit site at the hub as no extra line was left external. Catheter was locked with saline and secured with stat lock with insertion, cannot speak to what homecare placed with dressing changes. PICC was dressed straight after insertion. It was used for antibiotics. There were no reported occlusions with this PICC. The break occurred internally, but it is unknown at what measurement. Leak was identified at patient's home by homecare who provided administration of therapy, flushed the device to maintain patency, and completed dressing changes. It is unknown what the catheter site was cleaned with. The patient was doing physio exercises for knees with PICC inserted. No CT scans done with this PICC, no xray imaging of the incident available.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.